Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault and exchanged their controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. Multiple attempts were made to obtain additional information, including the serial number of the exchanged system controller, if any log files are available for review, if any troubleshooting was performed prior to exchanging the system controller, and if any products will be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis the serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.